Manufacturer narrative:
The visual findings observed a missing battery door and sensor pin 1 inside the sensor receptacle intersected pin 2. Evaluation of the unit found it did not sound when nothing was connected due to sensor pin 1 inside the sensor receptacle that intersected/crossed over pin 2. The alarm not sounding as intended, could result in the alarm failing to alert the caregiver of a patient exit and could contribute to a patient incident. Being that the unit is already more than 14 months old since it was manufactured, it is unlikely that a manufacturing non-conformity contributed to the damaged sensor pins inside the sensor receptacle, and the likely cause of the event is abnormal use or normal wear and tear. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint and the instructions for use were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warrant. (B)(4).

Event description:
Customer reports that they have a 8345 sitter elite alarm that has intermittent power. The date the issue was discovered is unknown and no patient incident or injury was reported.